Event description:
It was reported, the pt experienced the stimulation amplitude increase on its own. The programmer didn¿t show any amplitude bars. When she put the wand over her ipg and pressed the (-) button, the amplitude decreased, but there were no bars showing on the screen. When she pressed the red power button, she still felt stimulation. There was no difference in stimulation after pressing the (+) button. The pt was able to turn off her stimulation with her magnet. Follow up is pending with an sjm rep.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.